Event description:
It was reported that the patient had experienced fatigue. A loss of capture on the left ventricular lead was observed. Repositioning was not performed due to the patients medical condition in addition to the patients need for an epicardial variant as the replacement. The lead was disabled. On (B)(6) 2014, it was noted that the inactive lead had dislodged. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.